Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a vertical gas breakthrough and thin flap in the left eye during a laser procedure. In follow up, the surgeon noted that there was also a sticky flap. Additional information has been requested.

Manufacturer narrative:
During an onsite visit, the field service engineer performed system verification and found system met specifications. No technical root cause was identified as the product was found to be within specifications. (B)(4).